Event description:
Plaintiff alleges sensitization to latex and as a result of this sensitization, the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Further alleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss.